Event description:
The customer reported that following a renal/stent procedure in 2000, a vasoseal es was deployed. Approx 20 minutes post deployment, the pt right pulses diminished. The pt was taken to the operating room and the collagen was removed from the artery. No further complications were reported.